Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: a review of the black box showed multiple call service 064 alarms. The battery compartment was cracked from the threads down to the case seal and below the grip pad. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The call service 064 complaint was unable to be duplicated. Unrelated to the original complaint, moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The pump cover was removed to find no further moisture corrosion.